Manufacturer narrative:
Follow-up received on 14-oct-2016: information received from patient who is also a physician and has as gynecological/ medical history of relevance gravida 5, para 3, no c-sections, 2 spontaneous abortions and no previous gynecological interventions nor further relevant history or concurrent conditions; states that, before essure insertion, she had not had her period. According to her, after giving birth in (B)(6) 2011, she was put on primolut for 10 days prior to essure insertion and, if she remembers correctly, she had no period after taking primolut. Patient also informed that she was breastfeeding, but only at time of insertion and, according to her, that would be 5-7 times a day, not once a day (she breastfeed her son from (B)(6) 2011 until (B)(6) 2012). There were no uterine findings prior to insertion, the procedure was not long, she would say around 10-15 min, and there were no complaints immediately after insertion. She had an ultrasound at the clinic that put in the essure, and was told that they were in place. Essure model and batch number are unknown. Reporter also informed that she was not told whether all the trailing coils were visible and states that they just did an ultrasound and said that her tubes were closed (as reported) so she would not need any other birth control from then on. In addition, health care professional informed that she had other gynecological examinations after that and informed that they had difficulty saying for sure if the left coil was in place but in the end concluded that it was. She has had bad period pain since insertion of essure ((B)(6) 2012). She also had a very sharp and intensive pain on her left side about a month ago ((B)(6) 2016), very intense, it lasted for about 20 min, then got better, also woke up during that night with pain on her left side and, somehow, radiated down to her left leg. The morning after, she had a very minor bleeding that she noticed when going to the bathroom. She never had it like that before and this was just 2 days after she had her period (her cycle is 28-30 days). She also reported that she had pelvic pains on and off since insertion of essure ((B)(6) 2012). Reporter does not remember exactly the onset of hair loss but, according to her, she went to have her thyroid hormones checked for the first time in (B)(6) 2014 (no result was provided), which she did because her hair had been falling out for a long while then, so she would guess that she noticed her hair loss around year change 2012/2014 (as reported). Additionally, reporter informed that she breastfeed her son until (B)(6) 2012 and her hair was still falling out. She has bald spots now on the sides of her for head and thin hair. Regarding fatigue, she informs that the onset was from insertion of essure ((B)(6) 2012) but states that she also just had a baby so that could have been the reason in the beginning. Her headaches also started from essure insertion ((B)(6) 2012). Reporter also informed that, from day 1-3 of her period, she bleed for 4-6 days on a 28 day cycle and states that each severe pain lasts from only a few seconds up to some hours (1-10 times a week, very different). Follow-up received on 31-oct-2016 quality safety evaluation of ptc investigation result: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-nov-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for sterilization and experienced non-period pelvic pains / chronic pain / very sharp and intensive pain on left side (previously reported as non-period pelvic pain) and very minor bleeding 2 days after period (seen as genital bleeding). She wants essure reversal. The events are anticipated in the reference safety information for essure. Considering that essure may cause pelvic pain and genital bleeding and considering that there is no alternative explanation, both events are assessed as related to essure. This case is regarded as incident because device removal will be required. Additionally, non-serious events were reported. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("non-period pelvic pains / chronic pain / very sharp and intensive pain on left side") and genital haemorrhage ("very minor bleeding 2 days after period") in an adult female patient who had essure (batch no. 822362) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (5), parity 3 (3, no c-sections), spontaneous abortion (2), delivery (last one in (B)(6) 2011) and amenorrhea in (B)(6) 2011. No previous gynecological interventions nor further relevant history nor concurrent conditions; before essure insertion, she had used primolut and had not had her period. She was breastfeeding, but only at time of insertion and, according to her, that would be 5-7 times a day, not once a day (she breastfeed her son from (B)(6) 2011 until (B)(6) 2012). No uterine findings prior to insertion, the procedure was not long, she would say around 10-15 min, and there were no complaints immediately after insertion. Concurrent conditions included breast feeding since (B)(6) 2011. Concomitant products included norethisterone acetate (primolut-nor) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe period pains / bad period pain"), fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hair loss / bald spots on the side of forehead / thin hair") and pain in extremity ("very sharp and intensive pain on left side, radiated down to left leg"). The patient was treated with ibuprofen, paracetamol (acetaminophen) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, headache and pain in extremity outcome was unknown and the alopecia areata had not resolved. The reporter considered alopecia areata, dysmenorrhoea, fatigue, genital haemorrhage, headache, pain in extremity and pelvic pain to be related to essure. The reporter commented: essure was inserted when she was in (B)(6) in 2012. However she now lives in (B)(6). Regarding fatigue, she informs that the onset was from insertion of essure ((B)(6) 2012) but she also just had a baby so that could have been the reason in the beginning, she also had pelvic pain on and off and headaches since insertion. From day 1-3 of her period, she bleeds for 4-6 days on a 28 day cycle and states that each severe pain lasts from only a few seconds up to some hours (1-10 times a week, very different). Also, she did not remember exactly the onset of hair loss but, she went to have her thyroid hormones checked for the first time in (B)(6) 2014 (no result provided) due to her hair falling out for a long while then, so her hair loss started around year change 2012/2014 she breastfeed her son until (B)(6) 2012 and her hair was still falling out. She has bald spots now on the sides of her for head and thin hair. Diagnostic results: on (B)(6) 2012: essure insertion: operation record included: not anesthetized. Vaginal swabbing before a 5 mm hysteroscope was inserted in the vagina and through the cervix into the cavity, thin endometrium observed, both tubal openings easily identified. The essure instrument was inserted on the left side. Three turns of the implant visible in the cavity. The same procedure on the right side. No adverse events. The procedure completed. In (B)(6) 2012: essure confirmation test performed: ultrasound, was told that they were in place, result: tubes were closed and was told that no birth control was needed, no information received about the visibility of the trailing coils. Gynecological examination performed afterwards: difficulty saying for sure if the left coil was in place but in the end concluded that it was. Hormonal levels checked twice during the last 2 years (2014-2016) because of those symptoms: tests always came back normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-jan-2018 for the following meddra pt (excluding this case): pelvic pain: n° 9637 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-jan-2018: gynecologist, who was the patient herself, reported essure removal (essure lot # provided ess305 822362) since last conversation (last report (B)(6) 2016, there reported planned intervention) and she asked for compensation of that very expensive and complex procedure and all those problems with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("non-period pelvic pains / chronic pain / very sharp and intensive pain on left side") and genital haemorrhage ("very minor bleeding 2 days after period") in a (B)(6) year-old female patient who had essure (batch no. 822362) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (5), parity 3 (3, no c-sections), spontaneous abortion (2), delivery (last one in (B)(6) 2011) and amenorrhea in (B)(6) 2011. No previous gynecological interventions nor further relevant history nor concurrent conditions; before essure insertion, she had used primolut and had not had her period. She was breastfeeding, but only at time of insertion and, according to her, that would be 5-7 times a day, not once a day (she breastfeed her son from (B)(6) 2011 until (B)(6) 2012). No uterine findings prior to insertion, the procedure was not long, she would say around 10-15 min, and there were no complaints immediately after insertion. Concurrent conditions included breast feeding since (B)(6) 2011. Concomitant products included norethisterone acetate (primolut-nor) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe period pains / bad period pain"), fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia areata ("hairloss / bald spots on the side of forhead / thin hair") and pain in extremity ("very sharp and intensive pain on left side, radiated down to left leg"). The patient was treated with ibuprofen, paracetamol (acetaminophen) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, headache and pain in extremity outcome was unknown and the alopecia areata had not resolved. The reporter considered alopecia areata, dysmenorrhoea, fatigue, genital haemorrhage, headache, pain in extremity and pelvic pain to be related to essure. The reporter commented: essure was inserted when she was in (B)(6) in 2012. However she now lives in (B)(6). Regarding fatigue, she informs that the onset was from insertion of essure ((B)(6) 2012) but she also just had a baby so that could have been the reason in the beginning, she also had pelvic pain on and off and headaches since insertion. From day 1-3 of her period, she bleeds for 4-6 days on a 28 day cycle and states that each severe pain lasts from only a few seconds up to some hours (1-10 times a week, very different). Also, she did not remember exactly the onset of hair loss but, she went to have her thyroid hormones checked for the first time in (B)(6) 2014 (no result provided) due to her hair falling out for a long while then, so her hair loss started around year change 2012/2014 she breastfeed her son until (B)(6) 2012 and her hair was still falling out. She has bald spots now on the sides of her for head and thin hair. Diagnostic results: -on (B)(6) 2012: essure insertion: operation record included: not anesthetized. Vaginal swabbing before a 5 mm hysteroscope was inserted in the vagina and through the cervix into the cavity, thin endometrium observed, both tubal openings easily identified. The essure instrument was inserted on the left side. Three turns of the implant visible in the cavity. The same procedure on the right side. No adverse events. The procedure completed. -in (B)(6) 2012: essure confirmation test performed: ultrasound, was told that they were in place, result: tubes were closed and was told that no birth control was needed, no information received about the visibility of the trailing coils. -gynecological examination performed afterwards: difficulty saying for sure if the left coil was in place but in the end concluded that it was. -hormonal levels checked twice during the last 2 years (2014-2016) because of those symptoms: tests always came back normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 14-feb-2018 for the following meddra pt (excluding this case): pelvic pain: 9791 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 15-sep-2016. It refers to herself, an adult female patient, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for sterilization. Additional information was provided on 16-sep-2016. She was medicated with primolut-nor 10 days prior to operation in a dose of 5 mg twice daily. No menstruation since her delivery and she was breastfeeding once daily. She stated that essure was inserted when she was in (B)(6) in 2012. However she now lives in (B)(6). Operation record included: un-anesthetized. Vaginal swabbing before a 5 mm hysteroscope was inserted in the vagina and through the cervix into the cavity, thin endometrium observed, both tubal openings easily identified. The essure instrument was inserted on the left side. Three turns of the implant visible in the cavity. The same procedure on the right side. No adverse events. The procedure completed. Postoperative follow-up: ultrasonographic follow-up in 3 months. Referral to the ultrasound department. She experienced severe period pain, non-period pelvic pains, hair loss, fatigue and headaches. She stated that had hormonal levels checked twice during the last 2 years because of these symptoms, and tests always came back normal. She stated that wants essure reversal and was considering to travel to united states to have it removed. Company causality comment: this medically confirmed spontaneous case refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for sterilization and experienced severe period pain (dysmenorrhea) severe non-period pelvic pain. She wants essure reversal. Dysmenorrhea and pelvic pain are listed in the reference safety information for essure. Considering that essure may cause pelvic pain and may contribute to dysmenorrhea and considering that there is no alternative explanation both events are assessed as related to essure. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.